Event description:
It was reported that during an unk procedure, the tissue pad had split in half. The pad had not detached from the device. There is no add'l info available.

Manufacturer narrative:
Info anticipated, but unavailable at this time.